Event description:
It was reported that during a lap. Gastric bypass, firing the device the tissue was pushed out of the jaws leaving malformed staples. The case was completed using another device with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.